Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative. Zimvie received one (1) ilpc341u, (certain low profile one-piece abutment 3.4mm(d) x 1mm(h)) for evaluation. Visual evaluation was performed, signs of use was identified. The abutment threaded into in-house implant as intended. Unable to confirm loosening. DHR review was completed for the subject lot number 2022101208. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101208 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw is not torqued to specification. However, a definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The screw threaded into an in-house implant as intended. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that during a check up he noticed that screw at tooth site 16 was unscrewed and verified the connection on the x-ray. Another abutment was placed.